Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2007. Upon placement of the device, the surgeon removed both inserters and determined that the mesh was too loose. The device was removed and the procedure was successfully completed with a different sling device.